Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to address the issue.